Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not vibrating and the volume was too low when alerts and alarms were declared. Customer's blood glucose (bg) displayed "low" on the continuous glucose monitor. Custom consumed carbohydrates to address low bg. Reportedly, the customer continued to use the pump for insulin therapy.